Event description:
Easyclip staple returned as having functional issues in surgery. There was no adverse patient consequence.

Manufacturer narrative:
Functional testing confirmed the implant conforms to memometal specification. The root cause is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corporation.